Event description:
The customer contacted physio-control to report that during a recent patient event their device powered off by itself. At the time of the event, the customer stated that the device was being powered by two fully charged lithium ion batteries. The device user obtained a backup device to continue providing patient care. The customer advised that there were no adverse effects to the patient as a result of the reported issue. The specific date of the event was unknown by the customer, as were any specific details about the patient or the event.

Manufacturer narrative:
(B)(4). The customer advised that after the event, the facility biomedical engineer examined the device but was unable to duplicate or verify the reported issue. The device powered on and proper operation was observed. As a precaution, the device was also examined by physio-control. Physio was also unable to duplicate or verify the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.